Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedic came because customer passed out due to low blood glucose level of 23 mg/dl on unknown date. The customer declined troubleshooting. The device will not be returned for analysis.